Manufacturer narrative:
This device is being analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an unknown product performance issue. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is being analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an unknown product performance issue. A new device was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to electrocardiogram morphology changes which led to oversensing and inappropriate shocks. A transvenous device system was implanted in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is being analyzed. A supplemental report will be filed upon completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation was tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an unknown product performance issue. A new device was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to electrocardiogram morphology changes which led to oversensing and inappropriate shocks. A transvenous device system was implanted in its place. No additional adverse patient effects were reported.